Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information received from the patient via the manufacturer's representative reported that fell a while ago and lost stimulation from their implantable neurostimulator (ins). Diagnostics included x-rays, which looked fine, and impedance testing that showed all values within normal limits. However, they were unable to get any coverage in the patient's left arm (where they need it and had it originally) with either lead. No surgical interventions had occurred or were planned but the patient would like a revision. The issue was reported as resolved at the time of this report. The patient's status was noted as "alive - no injury." The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.